Event description:
It was initially reported by the distributor that the end stopper of the kwiktrack turntable fell out causing maxi sky 2 to move out of the track during patient transfer. The patient sustained superficial injury on the knee and nurse bruised his left arm. Further information gathered by the distributor during customer visit clarified that the ceiling lift fall was prevented by the nurse causing injury. The patient underneath the ceiling lift got slightly scratched.

Manufacturer narrative:
The turntable is an accessory used for kwiktrak ceiling installation. It is designed to allow the ceiling lift to pass from one track path to another. Each side of the turntable that is not connected to the rail shall be secured with the stopper. The technician that represents the distributor visited the facility to evaluate the installation system. It was observed that one of the turntable end stoppers was not in place. The ceiling installation was assembled in the facility by the distributor. Then, it was tested according to the local law by a constructor engineer on 24 aug 2022. The installation manual ((B)(4)) contains the following warning: ¿end stoppers are part of a security device. They must be present in every unused position to avoid the lift from falling out of the turntable. Make sure each bolt is tightened to 12 n*m (9 lb*ft).¿ arjo device failed to meet its performance specification since the turntable end stopper was missing. The device was not used for a patient transfer when the event occurred. The complaint decided to be reportable due to kwiktrack turntable failure (end stopper fell out) that nearly led to maxi sky 2 falling out of the track.

Event description:
It was reported by the distributor that the end stopper of the kwiktrack turntable fell out that nearly led to maxi sky 2 falling out of the track. The ceiling lift fall was prevented by the caregiver. The ceiling lift was not used with the patient. The patient who was underneath the ceiling lift sustained superficial injury on the knee and nurse bruised his left arm.

Manufacturer narrative:
The process of gathering information is ongoing. The investigation conclusions will be provided to the follow-up report.